Event description:
The pt used their implant successfully for 4 1/2 years. Beginning in feburary 2005, the pt reportedly began experiencing pain and periodic overly loud sounds. The pt is no longer using the implant. Using the appropriate diagnostic equipment, it was no determined that the device was not functioning according to manufacturer's specifications. Explantion/reimplantable surgery is scheduled for 2005.